Event description:
It was reported that a patient underwent an adrenalectomy and cholecystectomy procedure on (B)(6) 2009 and suture was used. The patient reported that the suture used in the subxiphoid subcutaneous tissue has not dissolved and the patient has had constant abdominal wall pain and a protrusion in her stomach since surgery. Multiple CT scans and an MRI were done in (B)(6) 2011. The results of the MRI stated that there are post surgical materials in the subxiphoid subcutaneous tissue. The patient stated that the surgeon opines the protrusion is scar tissue. The patient has seen many doctors. The last primary care physician stated there was a nerve involved and recommended a block. The patient refused. The patient continues to be in constant pain and cannot stand up-right.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.